Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm and 3.00mm x 12mm nc emerge balloon catheters were advanced for dilation. However, during inflation, both balloons ruptured. The devices were simply removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post-procedure.